Manufacturer narrative:
Product information updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device repeatedly measured different blood pressure measurements while performing necessary monitoring of the pressure of a critical patient following cardiopulmonary resuscitation which included monitoring during transport. The user indicated that the measured values were not displayed on the screen after monitoring. It was determined that due to the health condition of the patient and the blood pressures measured in the field before transport that the patient needed vasopressor circulatory support. Noradrenaline was intermittently administered and stopped, and adjustments to the rate of administration with a linear dispenser during transport were attempted. The user stated that it was not possible to have accurate/real values of blood pressure during transport and that it was not possible to stop the vehicle in order to perform manual (auscultatory) measurement. It was reported that the correct size blood pressure cuff was used on the left upper limb while the patient was relaxed on artificial lung ventilation and monitored. Overall, the patient was hemodynamically unstable with myocardial infarction, while the device was being used during quick transport to selective coronary angiography at the hospital.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device repeatedly measured different blood pressure measurements while performing necessary monitoring of the pressure of a critical patient following cardiopulmonary resuscitation which included monitoring during transport. The user indicated that the measured values were not displayed on the screen after monitoring. It was determined that due to the health condition of the patient and the blood pressures measured on the spot before transport that the patient needed vasopressor circulatory support. Noradrenaline was intermittently administered and stopped, and adjustments to the rate of administration with a linear dispenser during transport were attempted. The user stated that it was not possible to have accurate/real values of blood pressure during transport and that it was not possible to stop in order to perform manual (auscultatory) measurement. The correct size blood pressure cuff was used on the left upper limb while the patient was relaxed on artificial lung ventilation and monitored. The device was in use on a patient at the time of the event and it was noted the patient was hemodynamically unstable with myocardial infarction and was quickly transported to selective coronary angiography.